Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer septal occluder was implanted into the patient using a 12f amplatzer trevisio intravascular delivery system. During the procedure, the patient remained hemodynamically stable. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2022, the patient presented to the hospital with shortness of breath. It was discovered that the device was still in place in the atrial septum, but there was a residual shunt. The device was then removed via catheter snare successfully. The defect was remeasured with intracardiac echocardiography (ice) and a 34mm sizing balloon and 24mm sizing balloon. A 30mm amplatzer septal occluder (lot 6693761) was attempted to be implanted, but it was too small and removed from the patient. A 34mm amplatzer septal occluder (lot 7343171) was attempted to be implanted, but it was two small and was removed from the patient. The patient remained hemodynamically stable throughout the procedure. The patient was referred for surgical closure of the atrial septal defect. The patient was reported to be stable and has since been discharged.

Manufacturer narrative:
An event of residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer septal occluder was implanted into the patient using a 12f amplatzer trevisio intravascular delivery system. During the procedure, the patient remained hemodynamically stable. There was no clinically significant delay in procedure and no adverse patient effects. On 05 august 2022, the patient presented to the hospital with shortness of breath. It was discovered that the device was still in place in the atrial septum, but there was a residual shunt. The device was then removed via catheter snare successfully. The defect was remeasured with intracardiac echocardiography (ice) and a 34mm sizing balloon and 24mm sizing balloon. A 30mm amplatzer septal occluder (lot 6693761) was attempted to be implanted, but it was too small and removed from the patient. A 34mm amplatzer septal occluder (lot 7343171) was attempted to be implanted, but it was two small and was removed from the patient. The patient remained hemodynamically stable throughout the procedure. The patient was referred for surgical closure of the atrial septal defect. The patient was reported to be stable and has since been discharged.